Manufacturer narrative:
Customer complaint confirmed. A visual evaluation of the returned device found that the temp tip was cracked and damaged. The temp tip remnant was found to be approx 7 millimeters long. The distal end of the temp tip appeared to have the side broken off. A visual evaluation of the catheter found a kink in the working length. The kink in the catheter was found at 4.3 centimeters from the distal end of the catheter. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The may 2007, 15-month bladder drainage complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The most probable root cause appears that the temp tip broke during use and the proximal remnant was pushed down inside the catheter. The exact root cause of what caused the temp tip to break cannot be determined at this time.

Event description:
It was reported to boston scientific corporation that a suprapubic catheter placement took place in 2007, using our fader tip catheter. During the procedure, the tip broke off while inside the pt's abdomen. The physician was able to retrieve the tip and complete the procedure with another same device. No pt complications occurred due to this event.